Manufacturer narrative:
Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10166747. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of the internal carotid-posterior communicating artery aneurysm, the enterprise vrd ((B)(4)) had severe resistance during advancing in an unspecified prowler select plus microcatheter (detail unknown) around the middle section of the microcatheter. Then, both the vrd and the prowler select plus were safely removed as a unit from the patient. Afterwards, the vrd was replaced for a new product ((B)(4), lot unknown) and the procedure was continued using the same prowler select plus microcatheter. After that, the vrd was successfully placed along the target aneurysm and the additional coil embolization for the treated aneurysm due to coil compaction was performed. No issues noted. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. The devices utilized during the procedure included chikai/asahi intecc, axcelguide/medikit, excelsior sl10/stryker (type unknown), prowler select plus. It is unknown how many coils were placed in the aneurysm. Also both size and lot numbers of the coils were all unknown. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The vessel was moderately tortuous but the level of calcification was unknown. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available.

Manufacturer narrative:
Conclusion: during the coil embolization procedure of the internal carotid-posterior communicating artery aneurysm, the enterprise vrd ((B)(4)) had severe resistance during advancing in an unspecified prowler select plus microcatheter (detail unknown) around the middle section of the microcatheter. Then, both the vrd and the prowler select plus were safely removed as a unit from the patient. Afterwards, the vrd was replaced for a new product ((B)(4), lot unknown) and the procedure was continued using the same prowler select plus microcatheter. After that, the vrd was successfully placed along the target aneurysm. Additional coil embolization due to coil compaction of the aneurysm which had previously been treated was performed with no issues. There is no information regarding the coils that had been used to previously treat the aneurysm. The procedure was successfully completed with no further issues. There was no patient injury/complications reported. The devices utilized during the procedure included chikai/asahi (B)(4), axcelguide/medikit, excelsior sl10/stryker (type unknown), prowler select plus. It is unknown how many coils were placed in the aneurysm. Also both size and lot numbers of the coils were all unknown. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The vessel was moderately tortuous but the level of calcification was unknown. The complaint product is unavailable for evaluation. No additional information is available and procedural images are not available. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10166747. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the resistance encountered during advancement of the enterprise vrd. With review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time. Correction: it was previously indicated that the product would be returned; however it was reported that the device is not available for analysis.